Event description:
It was reported that the rotawire became stuck in the lesion. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery (mid lad). A rotawire drive was selected for use. During the procedure, it was noted that the wire became weakened and was stuck in the lesion. The tip changed from the original shape. The procedure was completed with another rotawire drive. There were no patient complications reported.

Manufacturer narrative:
The rotawire device was returned for analysis. Visual and microscopic analysis were performed on the device. The body of the guidewire was found to be kinked at 3.27cm. Additionally, the spring tip was observed bent.

Event description:
It was reported that the rotawire became stuck in the lesion. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery (mid lad). A rotawire drive was selected for use. During the procedure, it was noted that the wire became weakened and was stuck in the lesion. The tip changed from the original shape. The procedure was completed with another rotawire drive. There were no patient complications reported.